Event description:
It was reported that within the patient's generator replacement surgery, high lead impedance was detected on a diagnostic test with the patient's new generator. The lead was not replaced at that time. No further surgical intervention for the high impedance has occurred to date. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
Information was received showing that high impedance was recorded on the explanted generator immediately prior to the patient's case. No additional pertinent information has been received to date.

Event description:
Surgery to replace the vns lead was completed. The explanting facility does not return explanted products, so product return is not expected. No additional pertinent information has been received to date.